Event description:
It was reported that device perforation occurred. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was selected for treatment. During preparation, aspiration was done, and bubbles were noticed continuously coming back into the syringe. Per the report, it is likely an underlying perforation in the packaging. Due to this, preparation was not done. No patient complications were reported. It was further reported that the procedure was completed with another of the same device.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided. E1 - initial repoter zip/post code: (B)(6).

Event description:
It was reported that device perforation occurred. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was selected for treatment. During preparation, aspiration was done, and bubbles were noticed continuously coming back into the syringe. Per the report, it is likely an underlying perforation in the packaging. Due to this, preparation was not done. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole to the guidewire lumen 7mm from the tip. B5. Describe event or problem: was updated per the additional information provided. E1 - initial reporter zip/post code: (B)(6).

Event description:
It was reported that device perforation occurred. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was selected for treatment. During preparation, aspiration was done, and bubbles were noticed continuously coming back into the syringe. Per the report, it is likely an underlying perforation in the packaging. Due to this, preparation was not done. No patient complications were reported. It was further reported that the procedure was completed with another of the same device.